Event description:
It was reported that dr performed a primary total hip in late 2006. The cup only was revised in late 2008. Th e cup was loose, had no ongrowth, and there was a yellowish fluid between the cup and the acetabulum.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.